Event description:
Additional information was obtained and indicated that the patient came in for follow-up and impedance measurements stayed stable. They were not able to reproduce any noise. The patient will continue to be monitored and defibrillation threshold (dft) test will be performed if there are any more numbers of oor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed low out-of-range (oor) shock lead impedance (sli) measurements. Boston scientific technical services (ts) discussed possible reasons this clinical observation occurred as well as troubleshooting measures. The system remains in service. No adverse patient effects were reported.